Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine, abdominal pain lower, menstruation irregular and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A02256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("sharp pains in abdomen"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), urinary tract infection ("urinary tract infection"), abdominal pain upper ("stomach pain") and nausea ("nausea"). The patient was treated with surgery (operative laparoscopy, right salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine, abdominal pain lower, menstruation irregular, headache, abdominal pain, post-traumatic stress disorder, anxiety, urinary tract infection and abdominal pain upper outcome was unknown, the abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Right side - coils in good position coils: 3. Left side - coils in goad position- trailing coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, apareunia, headaches, dysmenorrhea, fatigue, abdominal pain, post-traumatic stress disorder, anxiety, urinary tract infection, stomach pain, nausea added. Reporters,lot number,lab data,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A02256-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("sharp pains in abdomen"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), urinary tract infection ("urinary tract infection"), abdominal pain upper ("stomach pain") and nausea ("nausea"). The patient was treated with surgery (operative laparoscopy, right salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine, abdominal pain lower, menstruation irregular, headache, abdominal pain, post-traumatic stress disorder, anxiety, urinary tract infection and abdominal pain upper outcome was unknown, the abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Right side - coils in good position coils: 3. Left side - coils in goad position- trailing coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right sided pelvic pain"), menorrhagia ("menorrhagia/I would bleed almost all month long") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. A02256-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroplasty and gastric operation (gastric sleeve). Previously administered products included for endometriosis: mirena and depo provera. Past adverse reactions to the above products included adverse event with mirena. Concurrent conditions included endometriosis. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since 2010, clonazepam (klonopin), diazepam (valium) since 2011 and fluoxetine hydrochloride (prozac) since 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("sharp pains in abdomen") and pain ("body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines almost every day"), abdominal distension ("bloating") and headache ("headaches"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety") and urinary tract infection ("had many uti's (urinary tract infection)"). On (B)(6) 2013, the patient experienced seroma ("post op seroma"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles") and abdominal pain upper ("stomach pain"). The patient was treated with antibiotics and surgery (operative laparoscopy, right salping-oophorectomy, left oophorectomy on (B)(6) 2013 and she underwent ablation in (B)(6) 2012). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine, abdominal pain lower, menstruation irregular, headache, abdominal pain, post-traumatic stress disorder, anxiety, urinary tract infection, abdominal pain upper, seroma and pain outcome was unknown, the menorrhagia, abdominal distension, vaginal haemorrhage, dysmenorrhoea, fatigue and nausea had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, seroma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Right side coils in good position coils: 3. Left side coils in goad position- trailing coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-reporter information was added. Her historical medication/conditions and concurrent conditions were added. Her concomitant and treatment medications were added. Events: post op seroma and body aches were added. She underwent ablation. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.